Manufacturer narrative:
Additional information: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The decision to report this event was based out of abundance of caution given lack of sufficient information received. MFR# reference: (B)(4).

Event description:
Following a left eye micro bypass stent procedure, the patient reported that ¿the operative eye (os) became sick and always felt uncomfortable¿. Per report, the patient wanted to confirm that ¿the stent was inserted securely¿; and thus, the patient inquired to be introduced to another doctor in order to check "the condition". Any omitted information was not available at the time of this report. Additional information is being requested.